Manufacturer narrative:
Device is combination product device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in an unspecified artery. A promus element stent of unknown size was advanced to the lesion and deployed. Post procedure angiography revealed that the stent had 'recoiled.' The procedure was completed with this device. No patient complications occurred. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved but is similar to an approved us device.